Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure (s) performed were sling procedure. First additional implant (pelvicol) surgery in 2002 , patient underwent bladder suspension/sling (pelvicol). Second additional implant (monarc, uphold) surgery details in 2012 ¿patient underwent placement of uphold and monarc sling for pelvic prolapse under general anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.